Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that insulation break was observed on the lead during an implant procedure. The lead was not implanted and the patient was stable after the procedure was concluded.

Manufacturer narrative:
Additional information: the damage found was sustained during the surgical procedure. The lead was otherwise normal.